Manufacturer narrative:
Pump passed self-test, displacement test, and rewind test. However, pump failed prime/seating test due to corroded motor home switch. Unit successfully downloaded to thus/thump. Verified pump alarmed pump error 39 on (B)(6) 2025 at 20:08:21 in pump downloaded history. Unable to perform prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. Moisture damage noted to electronic assembly pcb1 board and motor home switch during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded motor home switch, corroded electronic assembly, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay. Confirmed pump error 39 alarm due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the alarm but was unable to complete the rewind process. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.